Event description:
It was reported that the customer had low blood glucose levels of 50 mg/dl. The customer treated with dinner. The customer reported that the sensor for the insulin pump was not sticking to the customer's body. The customer also reported that the needle hub of the sensor stays in the serter and pulls the sensor out. Troubleshooting was done. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.